Event description:
A report was received that the patient had developed an infection and was bleeding from her toes. It is unknown whether the infection is device related as no patient information was provided.